Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient went to the hospital due a drain complication caused by the pd catheter (not a fresenius product). The patient experienced pain and was completing treatment via hemodialysis (hd) until a full diagnosis was determined. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the pd nurse clarified that the patient was not admitted to the hospital. It was reported that on (B)(6) 2024, this patient had a kidney, ureter, bladder (kub) x-ray image taken on an outpatient basis due to the pd catheter malfunction. Per the nurse, the kub did not reveal the cause of the pd catheter malfunction. The nurse confirmed the patient is currently on hemodialysis modality until the pd catheter can be further evaluated by a surgeon later this month. However, during this follow-up it was discovered the patient previously had peritonitis. Per the nurse, the patient was having symptoms of fever. As a result, on (B)(6) 2023, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which had an elevated white blood cell (wbc) count (result not provided) and no organism growth. The nurse stated the patient was treated with antibiotic therapy using vancomycin (dose unknown) intra-peritoneal (ip) for peritonitis and was continuing pd treatments with the same cycler. The pd nurse stated that the patient denied a breach in aseptic technique, therefore was not able to identify the exact cause of the patient¿s peritonitis. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. The nurse reported the patient has recovered from peritonitis and currently remains on hemodialysis due to pd catheter malfunction.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient went to the hospital due a drain complication caused by the pd catheter (not a fresenius product). The patient experienced pain and was completing treatment via hemodialysis (hd) until a full diagnosis was determined. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the pd nurse clarified that the patient was not admitted to the hospital. It was reported that on (B)(6) 2024, this patient had a kidney, ureter, bladder (kub) x-ray image taken on an outpatient basis due to the pd catheter malfunction. Per the nurse, the kub did not reveal the cause of the pd catheter malfunction. The nurse confirmed the patient is currently on hemodialysis modality until the pd catheter can be further evaluated by a surgeon later this month. However, during this follow-up it was discovered the patient previously had peritonitis. Per the nurse, the patient was having symptoms of fever. As a result, on (B)(6) 2023, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which had an elevated white blood cell (wbc) count (result not provided) and no organism growth. The nurse stated the patient was treated with antibiotic therapy using vancomycin (dose unknown) intra-peritoneal (ip) for peritonitis and was continuing pd treatments with the same cycler. The pd nurse stated that the patient denied a breach in aseptic technique, therefore was not able to identify the exact cause of the patient¿s peritonitis. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. The nurse reported the patient has recovered from peritonitis and currently remains on hemodialysis due to pd catheter malfunction.